Manufacturer narrative:
The bolus wizard was functioning properly. However, it was not possible to upload information, due to corrupted history file. There was confirmation on the insulin pump that a displayable history anomaly alarm occurred, due to corrupted history file. It was not possible to verify bolus wizard delivery due to corrupted history file.the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the bolus history on the insulin pump was incorrect. The customer's blood glucose was 14.7 mmol/l. Nothing further was reported.